Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 431 mg/dl and 170 mg/dl, while using the suspect device. Reporter indicated that no modifications were made to patient's therapy based on theses results. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.